Event description:
Physician had programmed pt's device to off. It was reported that in 2002, the pt suffered 8 petit mal seizures and has not been the same since then. The pt was reportedly getting worse every day and was "talking out of their head", shaking and couldn't eat. The pt later reported that the device was causing them to have a non-stop seizure. It was reported that the pt felt as if their eyes were popping out of their head and their family reportedly thought that they were going to kill them. It is not known at this time whether or not the device was programmed to on at this time. Further f/u revealed that when the pt's device was initially programmed to on, they did not have any problems. When programmed parameters were increased, the pt began to have problems with non-stop seizures and change in their behaivor. The pt's family stated that they felt that the pt might hurt themselves, although the pt had not actually attempted to hurt themselves. The pt's symptoms resolved after the device was programmed to off. The pt was considering explant, but has since changed their mind. The pt's device was programmed back to on in 2003 at low settings. Physician plans to leave the pt at these low settings for a while and monitor their progress.